Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized. Customer declined to provide information about the hospitalization. Customer's blood glucose was unknown. Customer was unable to rewind the device all the way. Customer was assisted in rewinding the device. Customer will not be returning the device for analysis.